Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "image abnormality" occurred due to communication failure caused by a cable failure. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a smear in the image and the smear was obvious in the light place. The issue was found during reprocessing for an unknown procedure. There is no additional information available regarding the procedure performed. There were no delay and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was smear in the image due to defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.